Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2004. Broken blade. The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during the laparoscopic cholecystectomy procedure, the device stopped working in middle of the case. Opened a second instrument to complete the procedure. No patient consequence.